Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device control panel was failed to power up. The root cause was determined to be an internal issue with the control panel. Further troubleshooting was not possible as the coin cell battery was the only serviceable (or) replaceable part in the control panel. Biomed would like to send the device for the 20000-hour preventive maintenance. Per sample evaluation results received on (B)(6) 2022, performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Event description:
It was reported that the arctic sun device control panel was failed to power up. The root cause was determined to be an internal issue with the control panel. Further troubleshooting was not possible as the coin cell battery was the only serviceable (or) replaceable part in the control panel. Biomed would like to send the device for the 20000-hour preventive maintenance. Per sample evaluation results received on 29-jun-2022, performed visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.